Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is complete. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during an exam, the patient reached over her head and grasped the end of the table top. When the operator lowered the table, the patient's hand was pinched between the end of the table and the front of the gantry; fracturing the patient's left ring finger.

Manufacturer narrative:
The investigation indicates that the incident occurred due to two use errors: the technician, ignoring/forgetting safety instructions, used a non-standard unload procedure, which leads to a potential hazard. The patient, not following the technician instructions, grasped the table top. This was unnoticed by the technician and an injury occurred.

Manufacturer narrative:
(B)(4).